Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Investigation summary: with all the available information, boston scientific confirmed that the distal tip of one of the catheter splines had partially detached from the tip of the spline cage. Upon device return and inspection, it was observed that the distal tip of the catheter spline had detached from the tip of the spline cage; however, the proximal portion of the catheter spline remains adhered to the catheter. Microscopic analysis showed a clear separation of the distal tip of the catheter spline from the spline cage and torn material visible at the detachment site. A guidewire was successfully inserted through the catheter during functional testing, and deployment was tested multiple times with the catheter deploying to both the basket and flower configurations successfully. However, due to the partially detached spline, the catheter did not function as intended despite the absence of resistance felt during catheter deployment. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk review: a risk review performed for the farawave navv device confirmed that the event of spline damaged/defective is a known event defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of cause linked to device but unable to trace more specifically and supporting evidence that came to this conclusion. Boston scientifics investigation determined the one of catheter splines partially detached from the tip of the spline cage; however, the specific cause of the partial spline detachment was unable to be identified.

Event description:
It was reported that the spline got detached when the physician pre-shaped the catheter outside the body. The procedure was completed using different device (same model). No patient complications occurred. The product was received for analysis.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the farawave catheter spline got detached when the physician pre-shaped the catheter outside the body. The procedure was completed using different device (same model). No patient complications occurred. The product is expected to return for analysis.